Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the k-wire of the duodenovideoscope had foreign objects. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf type 150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the k-wire of the duodenovideoscope had foreign objects. There were no reports of patient involvement.